Manufacturer narrative:
Device analysis: only the infusion catheter (ic) was returned. The ultrasonic core (usc) was not returned for analysis. Microscopic visual inspection of ic showed cracking on the drug port. The device was tested for leaking, and it was noticed that the device leaked water from the drug port luer where the cracking was present. The reported event of a crack in the drug port luer and leaking of liquid were confirmed.

Event description:
It was reported that there was a leak in the drug lumen. An ekos endovascular device, 106x12cm was selected for use in the thrombectomy procedure. The ekos endovascular device was placed, and the patient was transferred to the intensive care unit to continue therapy. After approximately 15-30 minutes of therapy, a crack on the drug port was observed, and lytic was leaking from the drug lumen. The ekos endovascular device was exchanged to complete the procedure and allow the patient to receive the intended amount of lytic therapy. Following the procedure, the patient was reported to be doing well. It was further reported that the patient had to return to the catheterization lab in order to exchange the ekos endovascular device.

Event description:
It was reported that there was a leak in the drug lumen. An ekos endovascular device, 106x12cm was selected for use in the thrombectomy procedure. The ekos endovascular device was placed, and the patient was transferred to the intensive care unit to continue therapy. After approximately 15-30 minutes of therapy, a crack on the drug port was observed, and lytic was leaking from the drug lumen. The ekos endovascular device was exchanged to complete the procedure and allow the patient to receive the intended amount of lytic therapy. Following the procedure, the patient was reported to be doing well. It was further reported that the patient had to return to the catheterization lab in order to exchange the ekos endovascular device.

Event description:
It was reported that there was a leak in the drug lumen. An ekos endovascular device, 106x12cm was selected for use in the thrombectomy procedure. The ekos endovascular device was placed, and the patient was transferred to the intensive care unit to continue therapy. After approximately 15-30 minutes of therapy, a crack on the drug port was observed, and lytic was leaking from the drug lumen. The ekos endovascular device was exchanged to complete the procedure and allow the patient to receive the intended amount of lytic therapy. Following the procedure, the patient was reported to be doing well.